Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that while trying to lock the catheter in place during a nephrostomy procedure, the hub became disconnected. The catheter and locking string were then cut so that the device could be removed. The procedure was completed with another drainage catheter. The physician later stated that she felt she had caused the separation by pulling too hard on the locking string. There were no injuries to the patient and no additional procedures were required.